Manufacturer narrative:
One medfusion pump was received with a cracked top case that was broken by the front left corner and left rear corner. There was a cracked/broken barrel clamp head as well as visible contamination by the "l" bracket pole clamp and by the ac cord retainer. The event history log was reviewed and there were primary audible background test and an acu watchdog failure as a sympathy alarm to the primary alarm. Power up and infusion/occlusion tests were performed and the reported issue was unable to be duplicated. The flex cable j9 connector was fully seated and glue was intact on all three mating surfaces on both sides of the j9 connection. The cause of the issue was unknown since there was no damage or contamination to the interconnect board or speaker. According to trouble shooting chart, the background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog fail. There was no reported adverse event.